Manufacturer narrative:
Additional information: as the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. The customer reported the trocar started to leak and during the air exchange, bubbles were forming. It could not be discerned whether the customer was referring to the air exchange due to the leaky septum on the trocar cannula or during fluid/air exchange mode on the console. In addition, the customer did not retain a sample for this complaint report, as such, visual or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
An ophthalmic surgeon reported after the vitrectomy phase of a vitrectomy procedure, when extracting the blade from the trocar, the valved trocar started to leak. In addition, during the air exchange phase, bubbles formed and covered the lens and cornea. There was no known harm to the patient. Additional information has been requested but not received to date.

Manufacturer narrative:
(B)(4). Manufacturing report number 1644019-2016-00922 was submitted to address the second product report associated with this complaint. (B)(4).

Manufacturer narrative:
Date provided in the previous medical device report was incorrect. The correct date was 07/26/2016. (B)(4).